Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation identified the need to replace the hard drive. Hard drive with associated software added to address the problem. Reloaded software and calibration files. Also looked at printer that is not working. Adjusted printer paper and removed cover sheet. A system test was completed. System was found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system will not save new images and mixes old images between patients. Also advised that printer is not working. No patient injury reported.